Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.